Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated the patient programmer will not connect to the implanted neurostimulator. Patient stated they have the implant completely charged and they are trying to turn it on and it won't. Patient described seeing a question mark on top of the screen with the implant and the programmer in between them. Pt attempted to connect with just the programmer and not the antenna, but the same message appeared. Patient mentioned that they just put new batteries in the programmer. Agent had patient try to connect with the recharger and patient reported seeing the reposition antenna message. Pt then repositioned the antenna and was able to connect to see the main screen. A replacement programmer was sent out. No symptoms were reported. Additional information was received from the patient. They reported that they received the replacement programmer, but the programmer still wasn't syncing to their implantable neurostimulator (ins). Agent asked the pt if they were able to charge their ins; pt said that the ins charged without any troubles. Pt said that they saw that both the external device and ins appeared to be both fully charged. Pt was seeing the poor communication when trying to sync programmer to ins. Agent reviewed. Agent had the pt initiate an ins recharging session during the call. Pt kept seeing the reposition antenna screen. Agent reviewed. Agent asked the pt when it was that they last successfully charged their ins; pt said that it was monday. Pt then said that ever since they had a MRI done and placed the device in MRI mode, the device had been acting funny. Pt said that the ins had gotten hot in the MRI, but the device still had worked. Pt said that the MRI was done just before covid-19. Pt said that the device had been acting finicky with connecting ever since, but they also only used the device when they had to so they didn't use the device all the time. Pt said that they were getting ready to have a procedure (biopsy) and they were told to make sure things were working. The programmer and recharger was not connecting to the ins during the call. Agent reviewed and redirected pt to hcp to further address the issue. Agent also reviewed expected eos ins time-frame with the pt.